Manufacturer narrative:
Batch review performed on 13 november 2018 lot 174269:7 (B)(4) items manufactured and released on 22 november 2017. Expiration date: 2022-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø 36/e reference 01.32.3644hct. Lot 174523: (B)(4) items manufactured and released on 15 december 2017. Expiration date: 2022-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 40 reference 01.32.6540. Lot 172444: (B)(4) items manufactured and released on 31 august 2017. Expiration date: 2022-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem h ha coated std stem size 2 reference 01.18.132. Lot 170810: (B)(4) items manufactured and released on 17 july 2017. Expiration date: 2022-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0 reference 01.29.209. Lot 174720: (B)(4) items manufactured and released on 15 november 2017. Expiration date: 2022-11-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 8 month after primary the surgeon revised the patient for a hip infection. All hardware removed. The surgery was completed successfully.